Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. It was stated that the blood glucose meter was reading high. Troubleshooting was performed. It was stated that the customer had several bent cannulas. It was stated that the customer treated her glucose level with the insulin pump and manual injections. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer sometimes wears the infusion sets for four days. Advised the customer to use the infusion sets for two to three days. No further info was provided.